Manufacturer narrative:
(B)(4). The device was returned for evaluation. A pinhole was observed at the proximal shoulder of the balloon; therefore, the reported difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty or material rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an un-specified procedure, the 3.5 x 12 mm nc trek balloon catheter was advanced without issue and inflated to an unknown pressure; however, the balloon would not hold the pressure. The nc trek was removed and an unknown balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.